Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation received one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Can you clarify what "head cover" refers to? It is a vinyl cover of the bending part on top of the shaft.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic choledocholithotomy. According to the reporter: during the procedure, the head cover was torn, the vinyl cover of the bending part on top of the shaft. A new product was used just in case. The last known patient status: good. No further incident. Operating time was not extended. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding.